Event description:
Boston scientific received information that during implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, the patient was induced with a triad configuration and had unsuccessful defibrillation threshold (dft) testing, which required the patient to be externally rescued. The physician was unable to induce the patient with an rv coil to can configuration. The shock electrogram (egm) also had a flatter appearance. There was a suspicion that the high voltage (hv) terminal pins were reversed in the device header. The pocket was reopened and it was confirmed that the hv terminal pins were reversed. The hv terminal pins were corrected and the patient was successfully able to be induced and rescued with a 17 joule shock. The shock egm appeared slightly larger that when the high voltage terminal pins were reversed, but there was not a significant difference. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.